Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on(B)(6) 2026. Date of event is an approximation. It was reported that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026 the patient's parent reported that the patient returned home from a friend's house after beginning to feel unwell. The patient experienced vomiting, nausea, and shaking. At that time, the cgm displayed 50 mg/dl, while a fsbg performed by the parent showed 496 mg/dl. Because the patient continued to vomit, the parent transported the patient to the emergency department (ed) for evaluation. Upon arrival, the patient was assessed by a physician, who reported that the patient had ketones. A repeat blood glucose measurement was obtained, and the fsbg remained at 496 mg/dl, and the physician removed the sensor. The patient was administered IV fluids, an insulin injection, and an antiemetic injection; however, the parent could not recall the name of the medication administered. It was also noted that the patient consumed food during the event. The patient remained in the ed for approximately 4 hours and was discharged home the same day with no further intervention. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.